Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralex (device #1). The attorney does not make any allegations against bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralex(device #1). The attorney does not make any allegations against bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, includsing but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with the implant of the ventralex mesh (device #1). Per operative notes, ¿a ventralex mesh (device #1) was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with ventral incisional hernia, adhesion thereby underwent open repair with the implant of the bard flat mesh (device #2). Per operative notes, ¿all adhesions were taken down. A bard flat mesh was placed and sutured.¿